Manufacturer narrative:
The instrument was returned with the detached blade and evaluated. Per the customer reported complaint, engineering observed that the blade fractured at the cross section of the grip cable crimp. The cable crimp has slipped out from crimp pocket and the fractured plane of the blade is nearly straight. No other damage found.

Event description:
It was reported that during a da vinci s surgical procedure, a part of a blade from the monopolar curved scissors instrument broke and fell into the patient. The piece was retrieved and the procedure was successfully completed.